Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. It was determined that loss of connection was related to the mobile application. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.